Event description:
It was reported the lockout button on the footboard was intermittently engaging on its own. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental report submitted as the investigation concluded the footboard was not operating on its own; rather, functionality of the footboard was intermittent. This issue is not likely to cause or contribute to serious injury or death if it was to recur and is, therefore, not reportable.

Event description:
It was reported the lockout button on the footboard was intermittently engaging on its own. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.